Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a potential infusion set or site failure that may have disrupted insulin delivery. The operator of the device was a lay user. The event occurred while in use with patient. There was no patient injury. The issue was resolved after the pwd changed the infusion set twice, and the replacement process was initiated.